Event description:
It was reported that the insulin pump had unresponsive keypad since the customer went swimming with the device. The blood glucose was 221 mg/dl. The customer was advice to discontinue the use of the device and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, prime tests and excessive no delivery test. The insulin pump received with intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump received with cracked case at display window corners, cracked battery tube threads, minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.